Event description:
In 2008, the patient reported receiving an e4 (occlusion) error on her infusion device and her blood glucose was elevated to 344 mg/dl. She injected insulin via syringe to lower her readings. She stated that she has been experiencing frequent occlusion errors and elevated blood glucose of 300-400 mg/dl for 3 weeks. To troubleshoot the patient was instructed to disconnect from her infusion site and to perform a bolus. She received an e4 error. She then removed the infusion tubing from the infusion device and was able to perform a bolus without error. She attached a new infusion tubing to the infusion device and was able to prime without error. The patient stated that she was not comfortable using the infusion device due to frequent recurring occlusion errors. She switched to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.